Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented a merlin transmission that revealed intermittent ventricular undersensing during a ventricular tachycardia episode. A programming change was recommended. The patient condition is good.